Manufacturer narrative:
(B)(4). The service engineer evaluated the device and when it was powered on, the display froze at the six picture screen. The single board computer (sbc) printed circuit board (pcb) was replaced and the device passed all testing.

Event description:
During service, the ventilator display intermittently froze at the six picture screen. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.